Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Corrected information was provided in h.6. The product code 1487 was added. The product was returned for analysis and damage was observed to the intraocular lens (iol). Intraocular lens (intraocular lens (iol) returned positioned incorrectly in the intraocular lens (iol) case. Solution is dried on the intraocular lens (iol). The haptics are adhered to the optic in a folded position. There are two cracks starting at the optic edge and going towards the centre of the optic. The optic edge is also nicked/chipped-rejectable. The intraocular lens (iol) met specifications when dimensionally measured for edge thickness and plan view. The complainant indicates the use of company cartridge which is not qualified for use with the associated intraocular lens (iol) model and diopter. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified cartridge. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Nurse reported during intraocular lens (iol) implant procedure, that the lens felt tight in cartridge and did not feel right when loading, the lens was cracked.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.